Event description:
Electrosurgical unit was involved in an incident where the patient received a 3rd degree burn. Additional information has not been provided by the user facility. Conmed is continuing contact attempts to obtain essential data.

Manufacturer narrative:
Additional information has not been provided by the user facility. Conmed is continuing contact attempts to obtain essential data. The user facility (biomed department) has conducted an evaluation and found the device working within specifications. Conmed is also attempting to gather data regarding this investigation/evaluation conducted by the biomed department. Any additional information obtained regarding this report (1720159-2007-00031) will be submitted to the FDA via a supplemental 3500a.